Event description:
It was reported that the needle would not draw insulin and had difficulty moving plunger during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle not drawing insulin and difficulty pulling plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned one (1) loose 30gx12.7mm, 1ml bd insulin syringe. Consumer reported that the needle not drawing insulin and difficulty pulling plunger rod. The returned syringe was examined, then tested for plunger rod movement: the plunger rod was able to move properly. Next, the syringe was tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9273995. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200852791] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not draw insulin and had difficulty moving plunger during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle not drawing insulin and difficulty pulling plunger rod.

Event description:
It was reported that the needle would not draw insulin and had difficulty moving plunger during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle not drawing insulin and difficulty pulling plunger rod.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9273995. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200852791] noted that did not pertain to the complaint. H3 other text : see h.10.